Event description:
It was reported that a patient originally underwent an l2 fusion procedure and approximately 20 months post-op the patient presented with aggravation of pre-existing compression fracture at l5. A revision fusion at l3-iliac was performed using unknown medtronic products. The patient developed an infection and underwent and additional surgery seven days post-op to remove all implants. One month post-op, reconstruction surgery using thigh flap was performed for wound dehiscence. The patient died of renal pelvis carcinoma 58 days post-l3-iliac fusion. The physician stated that the "infection was caused due to technical factor". No further information.

Manufacturer narrative:
(B)(6). (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.